Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2010, explanted: product type catheter product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2010, explanted: product type catheter product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2016, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a clinical study indicated that on (B)(6) 2020 15 a catheter evaluation was performed and was normal.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc serial# (B)(6) implanted:(B)(6) 2010 product type catheter product ID 8596sc serial# (B)(6) implanted: (B)(6) 2010 product type catheter product ID 8596sc serial# (B)(6) implanted: (B)(6) 2016 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the pump was refilled, on (B)(6) 2021, and the expected reservoir volume was 2.4 and the actual was 6.6.

Manufacturer narrative:
Concomitant medical products:product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2010. Explanted: product type catheter product ID 8596sc lot# serial# (B)(6) implanted: 2010-02-12 explanted: product type catheter product ID 8596sc lot# serial# (B)(6) I mplanted: (B)(6)2016 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was stable on medication, on (B)(6) 2021, and resolved without sequelae.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the expected reservoir volume was 2.3 and the actual reservoir volume was 7.2. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot#/serial# (B)(6), implanted: (B)(6) 2010, product type catheter product ID 8596sc, lot#/serial# (B)(6), implanted: (B)(6) 2010, product type catheter product ID 8596sc, lot#/serial# (B)(6), mplanted: (B)(6) 2016,product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported that, on (B)(6) 2021, the expected reservoir volume was 2.5 and the actual was 6.6.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot#/serial# (B)(6), implanted: (B)(6) 2010, product type catheter product ID 8596sc, lot#/serial# (B)(6), implanted: (B)(6) 2010, product type catheter product ID 8596sc, lot#/serial# (B)(6), I mplanted: (B)(6) 2016,product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter, product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter, product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 27-oct-2011, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 22-sep-2011, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 24-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient who was receiving compounded baclofen and bupivacaine via an implantable pump for spinal cord injury/disease and intractable spasticity. It was reported that (B)(6)2019 at time of pump refill on (B)(6) 2019, 6.6 ml was expected, and 11 ml was actually aspirated. The device diagnosis was a pump reservoir volume discrepancy. The hcp decided to monitor for changes to spasticity. On (B)(6) 2019, the patient experienced more spasticity. During a refill procedure, 7.0 ml were expected to be aspirated and 11.7ml were actually aspirated. The continued to monitor for changes. On (B)(6) 2019, it was indicated that it was stable. During refill procedure on (B)(6) 2019, 14.1 ml was expected and 18.3ml actually aspirated. The continued to monitor for changes. On (B)(6) 2019, it was indicated that it was stable. The expected reservoir volume was 5.3 and the actual reservoir volume aspirated was 10.6 ml on (B)(6) 2019. On (B)(6) 2020 it was noted as being stable. The expected reservoir volume was 12.3 ml and the actual reservoir volume was 16.4 ml on (B)(6) 2020. On (B)(6) 2020 the expected reservoir volume was 14.6 ml and the actual reservoir volume was 18.2 ml. A catheter evaluation was ordered to rule out occlusion. On (B)(6) 2020 the expected reservoir volume was 5.4 ml and the actual reservoir volume was actual 9.2 ml. On (B)(6) 2020 increased spasticity in lower extremity and unsatisfactory spasticity control was noted. The expected reservoir volume was 13.6 and the actual reservoir volume was 17.6 ml. The catheter evaluation was pending to rule out catheter occlusion. The clinical diagnosis was unsatisfactory analgesia. The event was ongoing. No actions were taken. Regarding etiology, the relationship of the event to the device or therapy was related, and the relationship of the event to the implant procedure was not related. No further patient complications have been reported as a result of this event.